Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure: "image noise" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction " image not displayed": electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue occurred during inspection for use. There was no patient involvement.